Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient pre and post operative notes finds the physician did not note any loosening or gross changes in device. He did remove tissue samples to be tested. Histopathology reports on those tissues documented that the deep layers show thick perivascular cuffing, typical of an alval reaction pattern. Previous review of device history records by depuy international found no manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases against the provided product and lot code combinations finds no similar reports. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Mom revision, no reason given. Update received (B)(6) 2012. Revision of right hip due to increasing pain and suspected alval. Additional codes, doi dor, patient dems extracts from patient notes updated and attached.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary conclusion and justification status: the complaint states mom revision, no reason given a review of complaint databases did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.